Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, the device exhibited post-paced t-wave oversensing. Programming changes were made and no further issues were reported.